Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and as reported, during patient use, the device failed power-on self-test (post), and to alarm and notifying user of the malfunction. During evaluation, the cse was unable to duplicate the reported issue. The error codes found in memory log were related to battery errors caused by power outage. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications.

Manufacturer narrative:
The evaluation and repair information is not yet available. (B)(4).

Event description:
It was reported by a customer in germany that, during patient use, the 840 ventilator switched off on its own, and generated a message "sudden procedural error". There was no reported patient injury.